Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flushing tube was allegedly not smooth when flushing the needle cannula. It was further reported that there was a metal substance found inside the needle blocking the lumen of the needle cannula. Reportedly, the aspiration was not allegedly smooth. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photos shows one unsealed sample tray containing one powerport, introducer needle, guidewire along with other components. The investigation is inconclusive for the reported contamination, flushing difficulty, suction issues as the supporting evidence is not available. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flushing tube was allegedly not smooth when flushing the needle cannula. It was further reported that there was a metal substance found inside the needle blocking the lumen of the needle cannula. Reportedly, the aspiration was not allegedly smooth. There was no reported patient injury.